Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. The blood glucose reading at the time of hospitalization was 625 mg/dl. The customer complained of extreme fatigue. She was treated with an intravenous drip of insulin. Upon troubleshooting, it was found that insulin did exit the tubing during a manual prime and no leak was noted. She stated that she did not know her if her basal or bolus settings were correct. Unable to complete troubleshooting due to lack of tubing clamp. The customer refused an infusion set change. The following month, she reported a high blood glucose reading of 312 mg/dl, stating that the device was not working. The customer treated herself with 2.0 units of insulin through injection by calculating the amount on her insulin pump; advised customer that she must consult her doctor for proper protocol. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.